Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that when the drill was inserted to distal screw hole of gamma nail through the target device, the drill was hit to the screw hall nail but the surgeon continued to drill and screw was implanted. After that, the surgeon confirmed that the screw was backed out but the screw was implanted because it was stuck and the operation was finished.